Manufacturer narrative:
A field service engineer (fse) was at the customer site to address the reported issue. The fse confirmed the error on the error log and was able to reproduce the issue while running controls and patient samples. The fse cleaned the main sample nozzle, adjusted and set clog sensitivity well within the specified range. Additionally, all main arm alignments were verified and pressure macro in mainte program was performed. Test results and all measured pressures were acceptable. The aia-2000 analyzer returned to operation. No further field action required. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 4/20/2019 to aware date 5/20/2020. One other similar complaint was identified during the search period. The aia-2000 operator's manual states the following: uc flag: when abnormal pressure is detected during specimen suction, the uc flag will be attached to the result. The possible causes are the suction of clot, air or high viscosity of the sample. If the same flag were attached to the retested result even after the removal of clots or bubbles from the specimen, then high viscosity of the sample would be most probable. If a result was reproduced and thus the result would be no concern, then the uc flag could be deleted from the result selecting "delete uc flag" on the verification dialogue. The probable cause of the issue is attributed to misalignment of the main arm. Submission of this report does not constitute an admission that the manufacturer's product caused or contributed to the event.

Event description:
A customer reported getting multiple uc error flags when running patient samples on the aia-2000 analyzer. The customer checked the samples for clots and there were none. The sample nozzle was cleaned with a stylus, but the issue remained. A field service engineer (fse) was requested. A field service engineer (fse) was dispatched to address the reported issue, which resulted in the delay of reporting progesterone ii (prog ii) patient results. There was no report of patient intervention or adverse health consequences due to delay in reporting.

Manufacturer narrative:
Correction: d4 catalog #.